Event description:
Event description guidant received information that this ventricular lead, implanted yesterday, was now dislodged and not pacing or sensing. The patient was found at 3:00 am the night of his implant, standing in the doorway of his room disrobed, he had removed his sling, gown and socks. The lead was repositioned.